Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the catheter insertion, it could not be fully advanced to the ideal position. The balloon was moved back and forth, but it still could not reach the desired location. The catheter was removed, connected to a one-way valve, and aspirated to remove air. After re-insertion, it still could not be fully advanced. The catheter was subsequently withdrawn, and it was found to be deformed and kinked. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".